Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. The sample was returned to baxter and underwent a visual examination as well as a performance test. No abnormalities were noted during testing.

Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 3 of 5. The cg would finish therapy with manual supplies and contact the nurse within 24 hours. Baxter product surveillance (bps) contacted the care giver on (B)(4) 2011. She stated that there was nothing unusual about the supplies. The patient finished with manual supplies. Otherwise, therapy has been going well. Bps contacted the registered nurse on (B)(4) 2011. She stated that she was not aware of the alarms, but that she had recently seen the home patient and he was doing well and continuing therapy. There were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress under (B)(4).